Manufacturer narrative:
Product event summary: the lead was returned for analysis with the lead data from the device memory; however, physical analysis is still pending. Analysis of the device memory indicated oversensing associated with the right ventricular (rv) lead. It also indicated the criteria for the (rv) lead integrity alert were met, and that there was oversensing due to non-physiologic signals/sic (sensing integrity counter).

Event description:
It was reported that the right ventricular (rv) lead had a confirmed fracture. The rv lead was found to have oversensing of noise with non-sustained ventricular tachycardia (ns-vt) episodes and sensing integrity counter (sic). The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The partial lead was returned in segments, and analyzed. Analysis indicated that the proximal conductor of the lead developed a fracture due to flexing while in vivo. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.